Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in june of 2019. Evaluation of the returned instrument and a picture received from customer shows that one jaw is loose , and the other jaw is loose and misaligned and still attached the damaged/bent outer tube assembly with the pivot pin. The jaw pivot pin is partially pushed thru one side of the damaged /bent outer tube assembly. There are no components missing from the instrument as returned. This instrument was disassembled for further evaluation and it was found that the drive rod (n00185) fingers that actuate the jaws are damaged. (Pie's attached) we are able to validate this complaint. We are unable to determine how the one jaw became loose from the instrument and the outer tube assembly to become bent/damaged and for the drive rod (n00185) fingers to become damaged and for the other jaw to become loose and misaligned but mishandling at the end users facility is suspected. All 50 instruments from the lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier got detached during a laparoscopic esophagectomy. It was unknown whether any parts fell/remained in the patient. The sales rep. Asked the md to search in the abdominal cavity thoroughly and to conduct an x-ray examination after the operation. Additional information and lot# will be updated after the sales rep. Visits the facility to receive the sample. Additional information: - lot#: 06f1871333. - nothing fell/remained in the patient. - the applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got detached during a laparoscopic esophagectomy. It was unknown whether any parts fell/remained in the patient. The sales rep. Asked the md to search in the abdominal cavity thoroughly, and to conduct an x-ray examination after the operation. Additional information and lot# will be updated after the sales rep. Visits the facility to receive the sample. Additional information: lot#: 06f1871333. Nothing fell/remained in the patient. The applier was purchased by the hospital within 1 year.